Event description:
On (B)(6) 2011, abdominal surgery, mesh put in over hernia: became infected and sutures. From (B)(6) 2011 - (B)(6) 2012 I had one infection after another. Mesh removed on (B)(6) 2012 when mesh was removed, now anytime I have a surgery or work on my teeth, event to clean, I have a chance of reinfection.